Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine results generated by the unicel dxc 600 synchron clinical systems for multiple patients. The low results were reported out of the lab. Upon repeat testing higher results were obtained and amended reports were sent. Customer provided an example of initial and repeated creatinine results for three patients. It is unknown if treatment was initiated or withheld based upon the low results reported.

Manufacturer narrative:
Qc is run once a day, and was within the lab's established ranges 10 hours prior to the event. The customer did not complain of problems with any other cartridge chemistries (cc) side analytes. A field service engineer (fse) was dispatched: the fse replaced multiple parts and performed alignments. As of 11/25/2009, there have been no further calls from this account. Although the fse replaced parts, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.